Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported the hcp called the rep to tell them that at a recent pump refill procedure the patient's pump logs were checked/interrogated and that the device ad experienced a motor stall over 200 days long. It was noted the patient reportedly has since been discharged from their facility to an outside hospice care facility. It was unknown what may have led or contributed to the issue. No interventions were taken. Surgical intervention did not occur and was not planned. The outcome of the event was unknown. The patient's status at time of report was alive - no injury. The patient's medical history included spasticity. The patient's weight was asked, but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.